Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged dso seal, scratched lens, and damaged battery compartment. During the functional testing, the problem was able to be duplicated. The cause was found to be a scratched lens. The lens was replaced as well as the dso seal and battery compartment. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen was damaged. The event date is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.